Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the outer white jacket was kinked. The metal cap exhibited moderate detritus adhesion on surface. Fiber tip devitrification is normal degradation occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. In addition, analysis identified that the glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture could rotate independently of the outer flow tubing. The outer flow tubing open end exhibited minor scratch marks. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. Based on the observed circumferential fracture at distal side, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed circumferential fracture.

Event description:
It was reported that the fiber was observed to fire frontally instead of laterally and could not be used to perform tissue vaporization. The fiber was replaced and the procedure was completed with a second fiber. The patient outcome was reported to be fine.

Event description:
It was reported that the fiber was observed to fire frontally instead of laterally and could not be used to perform tissue vaporization. The fiber was replaced and the procedure was completed with a second fiber. The patient outcome was reported to be fine.